Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The following report was received from the customer: the pt went into ventricular tachycardia requiring emergency defibrillation. The lifepak 12 was switched on and it was noted by rep that the service light was on. Rep pressed the charge button and the unit failed to charge. It was noted that the charge progress bar showed momentarily with the figure of 1j. Another defibrillator from the critical care unit was then used to successfully defibrillate the pt. There were no adverse affects to the pt reported as a result of device use.